Event description:
A hosp reported to our distributor that the internal air line of rd1000 neopuff infant resuscitator was broken. No pt consequence was reported.

Manufacturer narrative:
The investigation was carried out based on the event description and previous investigations on similar complaints. Results: based on the given serial number, the device is more than 10 years old. It has pneumatic tubings for conveying gas in and out of the circuit module. The internal air line tubings may have loosened. Conclusion: the failure cannot be confirmed as the device was not returned for investigation.